Event description:
A customer reported that an accu tni test result of 2.3 ng/ml was reported and a ckmb of 10.5 ng/ml. The physician questioned both results. The sample was re-tested and an accu tni result of 0.18ng/ml was obtained.